Event description:
Phillips electronics recall. It has been almost 8 months and they always say the same thing. We don't have any idea when you will get a new unit. I have not used a CPAP since. I would like a refund for the cost of a new CPAP. I do not trust phillips exchange program as they already have issues with the reissued ones.